Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptoms of dizziness. During follow-up, loss of capture was observed on the right ventricular (rv) lead and oversensing due to noise was observed on the atrial lead. The atrial and rv leads were explanted and replaced to resolve the event. During revision, lead damage was observed on the rv and atrial leads. The patient was stable following the procedure and there were no adverse consequences. Additional manufacturer reference number: 2017865-2021-09628.

Manufacturer narrative:
The reported events were noise, loss of capture, oversensing and lead damaged were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found proximal to suture sleeve tie impression. The cause of the noise, loss of capture, oversensing and lead damaged was due to the external insulation abrasion which is consistent with friction to the device can.